Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic did not engage. Additional information was received and stated, there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).